Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 42872-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included oral contraception from 2011 to 2013. Previously administered products included for prevent pregnancy: sprintec on (B)(6) 2013 and yaz on (B)(6) 2013. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2014 to (B)(6) 2014 for birth control. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("chronic dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("vaginal bleeding"). In (B)(6) 2016, the patient experienced dyspareunia ("chronic dyspareunia (painful sexual intercourse)") and abdominal pain ("chronic abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy, salpingectomy bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia and vaginal haemorrhage had resolved and the allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for essure insertion date- (B)(6) 2014. 3 coils seen on the both the side. Discrepancy noted- did not undergo essure confirmation test. Patient received treatment for events- dyspareunia (painful sexual intercourse). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: essure confirmation test (unspecified). Result -bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: ¿ menorrhagia (heavy menstrual bleeding) and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2019: follow up 4 and 5 proceed together- pfs and mr received: newly added events- vaginal bleeding, onset dates of events added¿ menorrhagia (heavy menstrual bleeding), dysmenorrhea(cramping), dyspareunia (painful sexual intercourse), abdominal pain were added. Essure removal date was added, patient's demographic details were added, medical history and concomitant drug was added. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("chronic dysmenorrhea (cramping)"), dyspareunia ("chronic dyspareunia (painful sexual intercourse)"), abdominal pain ("chronic abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and allergy to metals ("nickel allergy"). The patient was treated with surgery ((hysterectomy, salpingectomy) bilateral). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain and menorrhagia had resolved and the allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: essure confirmation test (unspecified). Result -bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: correction for lot number " lot number removed, company casualty comment updated". No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 42872) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("chronic dysmenorrhea (cramping)"), dyspareunia ("chronic dyspareunia (painful sexual intercourse)"), abdominal pain ("chronic abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and allergy to metals ("nickel allergy"). The patient was treated with surgery ((hysterectomy, salpingectomy) bilateral). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain and menorrhagia had resolved and the allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: essure confirmation test (unspecified). Result -bilateral occlusion. Most recent follow-up information incorporated above includes: on 1-oct-2019: reporters details updated and patient demographics and laboratory data were added. Essure indication updated. On (B)(6) 2014, she implanted essure (previously reported as (B)(6) 2014). Injury event was updated to dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain chronic, menorrhagia (heavy menstrual bleeding), nickel allergy. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.